Event description:
It was reported that when an asymptomatic presented in the operating room for a device change out due to normal eri, externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.